Event description:
The states instructon advise that the patient be placed with their head down on their right side in order to facilitate passage of the tube through the pylorus into the duodenum. This facility recnetly had a patient who aspirated gastric contents into his right lung during this maneuver.patients are usually kept with the bed flat, but in the right lateral decubitus position, as this allows gravity prehaps to carry the mercury bag through the pylorus. Placing a (usuallu elderly) patient with a small bowel obstruction and copious gastric contents into the head down postion only seems to make the patient uncomfortable and dispose them to pulmonary aspiration of gastric contentsinvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.